Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported the spin collar of a trifuse extension set cracked and broke during an unspecified infusion. Although requested, additional information has not been provided; there was no leaking or patient harm.

Manufacturer narrative:
The customer¿s report of a broken spin collar was confirmed. Visual inspection showed that the male luer spin collar was separated from the extension set and had a crack about 4.8 mm long running parallel to the direction of the fluid flow. Functional testing was not performed as the spin collar was received separated from the male luer tip. Dimensional testing confirmed that the male luer tip was within specification. The root cause of the crack on the spin collar was not able to be identified.